Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient was admitted for recurrent gi bleeding. The patient was transfused with 3 units of packed red blood cells. No additional information was received.

Manufacturer narrative:
A direct correlation between the device and the reported gi bleed could not be determined; however, the instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on (B)(4). A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 40 days. The patient remains ongoing with the lvad. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.